Event description:
It was reported that when checking the cuff of the foley catheter, noticed an unusual noise. After that, distilled water started to flow into the connecting tube, and the balloon, which had been beginning to expand, began to deflate. A popping sound occurred during distilled water injection. This noise likely indicated lumen-to-lumen contact. This could have been detected by a cuff check before placement, but if the catheter had been placed without a cuff check, there was a risk of spontaneous removal during surgery or urinary retention.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event is confirmed manufacturing related. This is addressed by CAPA 11092653. Received 1 all silicone temp sensing foley catheter with sample port connector and syringe. Verified material number 2758j12 and manufacturing lot number ngjs1021. Visual inspection noted no obvious observations. The catheter balloon was inflated with 10ml methylene blue solution (3 drops 1percent aq methylene blue per 100 ml distilled water) using returned syringe. However, upon inflation lumen-to-lumen leakage was present. This is out of specification, which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. The possible root causes for this failure, per CAPA 11092653, are funnel wall thickness to thin due to molding core pin shape or extruded tube diameter with variation causing leak in catheter funnel molding. Risk review, labeling review, and DHR review are not required as event has already been investigated per CAPA 11092653. Corrections: d, e, f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when checking the cuff of the foley catheter, noticed an unusual noise. After that, distilled water started to flow into the connecting tube, and the balloon, which had been beginning to expand, began to deflate. A popping sound occurred during distilled water injection. This noise likely indicated lumen to lumen contact. This could have been detected by a cuff check before placement, but if the catheter had been placed without a cuff check, there was a risk of spontaneous removal during surgery or urinary retention.

Event description:
It was reported that when checking the cuff of the foley catheter, noticed an unusual noise. After that, distilled water started to flow into the connecting tube, and the balloon, which had been beginning to expand, began to deflate. A popping sound occurred during distilled water injection. This noise likely indicated lumen-to-lumen contact. This could have been detected by a cuff check before placement, but if the catheter had been placed without a cuff check, there was a risk of spontaneous removal during surgery or urinary retention.

Manufacturer narrative:
Further details are forthcoming. This event is not a duplicate. Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when checking the cuff of the foley catheter, noticed an unusual noise. After that, distilled water started to flow into the connecting tube, and the balloon, which had been beginning to expand, began to deflate. A popping sound occurred during distilled water injection. This noise likely indicated lumen-to-lumen contact. This could have been detected by a cuff check before placement, but if the catheter had been placed without a cuff check, there was a risk of spontaneous removal during surgery or urinary retention.